Event description:
The pt presented with symptoms of under infusion. It appeared that the pump reservoir was empty 14 days after refill. The pump was explanted and replaced. There was no pt injury associated with the event.